Manufacturer narrative:
The glidescope avl monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned avl monitor and confirmed the reported issue of "no image". The issue was isolated by the verathon technical service representative to an lcd failure. The lcd was replaced by the verathon technical service representative and the monitor was returned to the customer upon completion of the service evaluation. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the image had green lines, would go dark and then disappear. The procedure was completed using another glidescope avl monitor, which was made available in about 5-10 minutes. No harm to the patient, or user was reported.